Manufacturer narrative:
Serial number of the reusable device not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Serial number of the reusable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the reusable device or the fluid management console as the identification numbers were not provided by the complainant. If the device is returned and evaluation completed, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure involving a myosure hysteroscope the physician had suspected a uterine perforation based on the fluid deficit readings on the fluent fluid management console. The fluid was observed to flow into the patient cavity, however the fluid flow was not exiting the patient and the deficit was rising. The physician attempted to view the patient cavity to inspect and confirm the presence of a perforation, however the cavity was blocked and it was not possible to visualize the interior of the patient uterus. The physician was unable to confirm the perforation, but made the decision to abort the procedure. No additional details at this time.